Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department feeling near syncopal. While the patient was in the hospital, the patient received a possible inappropriate shock that was detected as ventricular fibrillation but was thought to possibly be supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.